Manufacturer narrative:
The determination was made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. There is a relationship to the reported issue. The failure of c56 prevented the power supply from operating on ac power. This customer returned sensor board was tested and no failures were identified.

Event description:
The customer reported error code 1012. The unit was not in clinical use at the time, no patient user involvement.

Manufacturer narrative:
Date of report: 31aug2018. Updated contact. Date received by manufacturer: 15jun2018. This amendment is to add the analysis for the returned cpu(central processing unit) pcba(printed circuit board assembly) and mmi (man machine interface) boards which were returned to the fi(failure investigation) department after the initial investigation was completed. The cpu, pcba, and mmi boards were tested and no failures were identified.